Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced unspecified pain, unspecified urinary problems, unspecified recurrence, and dyspareunia.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse eventscomplications associated with the proper implantation of the ajust sling system may include, but are not limited to:· postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure.· urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant.· perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure.· irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection.(B)(4).

Manufacturer narrative:
(B)(4).